Event description:
Patient was experiencing shocking and requested to have leads changed out. Physician changed out leads and battery. Patient experienced shocking sensations therefore ipg and leads were replaced. Patient is now doing fine. No further action to be taken.